Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a concerto coil that prematurely detached. The patient was undergoing a coil embolization procedure to treat a gastroduodenal artery (gda) aneurysm. Vessel tortuosity was severe. There were no other abnormalities noted in related to the patient's anatomy. No vessel calcification or stenosis was noted. It was reported that the device was inspected and prepared per the instructions for use (IFU) with no issue identified. The anatomy was very tortuous and the microcatheter was "pushed to limits" to access the aneurysm location. The concerto coil detached prematurely within the catheter. The coil was retrieved and replaced to continue the procedure. There was no harm or injury to the patient.

Event description:
Additional information received reported that no detachment attempts had been made. There was a slight kink in the pushwire observed as the anatomy was tortuous. There was no kink/damage observed to the progreat 2.4fr catheter. It was noted that there was resistance during deliver or repositioning. The anatomy was extremely tortuous and it was very difficult to push the coils around to the location needed, so the surgeon advanced the coils small amounts at a time making sure they didn¿t bend the wire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.